Event description:
It was reported that caller observed large air bubbles, approximately three inches in length, in infusion set tubing between t:lock and patient during pumping earlier in the day. There was no adverse impact to the customer's blood glucose level. Caller was not experiencing issue at time of call and resolved situation by performing a tubing fill without changing any other settings or components, and no additional corrective actions were documented.